Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: this complaint regarding the needle button releasing on its own cannot be confirmed. The device was received with the needle release button in the unused position. The needle mechanism function was tested and was verified to have operated as intended. The event of the needle button released on its own cannot be determined.

Event description:
Patient stated the needle start button popped out on her around 5 pm. Patient stated she placed the v-go on her leg and did not accidentally bump in to anything and made sure she pressed the round section of the start button and heard a click.